Event description:
It was reported that the patient was being referred for explant due to unknown reason. During follow-up for the reason, it was stated that the patient was not able to tolerate titration and was the reason for explant. Information was received indicating that the patient has a low pain tolerance. Vns diagnostics were stated to be normal and autostim is off. The patient has not been able to up titrate due to pain/tolerance. The patient is the one who requested that vns be removed and the physician's office is not able to do anything about this. Clinic notes were received indicating the patient is scheduled for explant due to vns pain and a burning sensation. The physician attempted to titrate the patient's settings up but was unable to tolerate and is no longer willing to have the settings increased. No surgical intervention has been reported to date. No additional relevant information has been received to date.